Event description:
When nurse attempted to squeeze blood from bulb to bag, tubing on autovac infusor for blood separated and contaminated blood unit. Tubing and seal from jp tube remained intact. MFR rep notified and advised to remove all autovac sets from stock. This was done immediately.